Event description:
On 05/10/1999, following a diagnostic procedure, an angio-seal device was placed in a patient's right groin. The deployment went without any reported difficulty. Approx twenty (20) minutes post deployment the suture was clipped and the venous sheath was removed. The patient appeared to be doing well and was transferred to the floor; however, the patient's condition deteriorated (symptoms and time frame unknown) and on 05/11/1999 she was taken to surgery. During surgery the superficial femoral artery, the common femoral, and the profunda femoris were all noted to be severely calcified, with the angiogram needle puncture site noted in the profunda femoris. The device and thrombus were removed, and the artery was repaired with a hemashield patch graft. After completion of the repair, the perfusion to the foot was returned to a normal level. As of 6/7/1999 there has been no further report to the manufacturer of complication or additional patient sequelae.